Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, theclips will not hold after placing. They fell into the patient, but were retrieved. The case was completed with another like device. There was no patient consequence.